Manufacturer narrative:
The patient¿s implanting center is (B)(6) hospital center. For the event the patient reported to (B)(6) hospital. (B)(6) hospital reported the event to the manufacturer approximate age of device ¿ 5 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad had a driveline fault. Log file review by a representative of the manufacturer¿s technical services revealed pump stops on (B)(6) 2018 and driveline fault events beginning on (B)(6) 2018. Per the representative, this appeared to be a percutaneous lead short-to-shield. The lvad was placed on an ungrounded patient cable with power module use. On (B)(6) 2018 technical services performed a percutaneous lead (driveline) beginning approximately 3 inches from the skin exit site. Log files submitted on (B)(6) 2018 was reviewed by technical services and showed continued driveline fault events. The lvad was reportedly kept on the ungrounded patient cable post percutaneous lead (driveline) replacement. No further information was provided.

Manufacturer narrative:
Device evaluation: the replaced segment of the percutaneous lead (driveline) was returned for evaluation. The reported pump stoppages, hazard alarms, and driveline fault alarms were confirmed through the review of the log files submitted by the account. Based on past experience with the hmii lvas and similar reported events, the alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of percutaneous lead (driveline) damage. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 18 inches of the distal portion of the patient's driveline was replaced. A clamshell repair was present on the distal end of the driveline and the majority of the returned driveline was covered with tape. The outer silicone jacket was torn in multiple locations underneath the tape repair. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The clamshell repair, rescue tape, silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The account later communicated that the patient¿s lvad would be kept on an ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no further complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The hmii lvas IFU also provides information regarding pump speed, power, flow, and pi. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.